Event description:
The rptr stated that he did a meter to lab comparison with a reading of 340 mg/dl on his meter vs a 121 mg/dl lab result. He also reported a meter to hcp meter comparison, with his meter reading 278 mg/dl, and the hcp precision qid getting a result of 124 mg/dl. The rptr stated that both of these tests were done side by side, on different days.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8